Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v8624270, implanted: 2011 (B)(6), explanted: unk; lead: model 3889-28, lot# v865460, implanted: 2012 (B)(6), explanted: unk; programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient wasn't getting the therapeutic effect they expected, and therapy was not as good as it was during the trial. The patient's hcp felt that the patient was getting improvement in symptoms, and that this was an expectation issue, not a device issue. The patient later experienced a loss of therapeutic effect, lower right ankle pain, and numbness in her toes if she increased stimulation higher to try to get better symptom relief. She had tried all her programs. The patient also had pain in the left buttock, but her hcp and a manufacturer representative told her it was unrelated to stimulation. The patient went for acupuncture and that relieved the pain temporarily, however the patient stated that it wasn't until she switched to a different program that issue was resolved. The patient stated that initially she had 60-75% improvement, however she had to increase stimulation, which led to side effects. Once she turned stimulation down she only had 15% symptom relief. The patient declined help with reprogramming, but stated she didn't want to have the system removed and was concerned about long term never damage. The patient's hcp decided that the patient was not a good candidate for the therapy and removed the device. It was noted that there was no issues with the device.